Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that after an unspecified spinal surgery that the patient had an infection post-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.